Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection; however, the reported failure of loud mechanical noise followed by a sudden drop in pressure could not be confirmed. Based on the results of the investigation, and since the reported malfunction could not be confirmed during evaluation, a definitive root cause for the reported issue could not be determined. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete or if additional information becomes available.

Event description:
It was reported that during pre-use inspection, approximately ten minutes after startup, the high flow insufflation unit began emitting a loud mechanical noise, followed by a sudden drop in pressure. There was no patient involvement.